Event description:
The following has been reported: nurse reported pump alarm occurred during kvo infusion of 15ml/hr of saline. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The issue was due to a crash of the application software of the pump. Root cause is currently unknown and is being investigated as part of CAPA-00040. Subsequent investigation and review of log files revealed that this issue may be related to scar-000043. The log files show an orderly shutdown initiated by a button press which wouldn't be present if the kernel crashed per the issue on CAPA-00040. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.